Event description:
The manufacturer was contacted in reference to the remstar m device's event. The patient is alleging reduced cardiopulmonary reserve and respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.